Manufacturer narrative:
Unit unable to prime during the prime/delivery test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. No compromised force sensor alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. Insulin pump received with cracked reservoir tube lip, missing endcap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was protruded. Customer's blood glucose was 114 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.